Event description:
It was reported that a user experienced high blood glucose after a meal while using the ilet bionic pancreas, with logs showing postprandial hyperglycemia despite announcing the meal within thirty minutes and the system delivering a corrective dose during its learning phase. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for monitoring and user-initiated corrective actions, with no emergency medical intervention or hospitalization. Investigation included device data review and user troubleshooting and education. Investigation of this case revealed no evidence of supply or hardware malfunction and suggested insufficient insulin delivery relative to meal intake during early algorithm adaptation. It was concluded that the event was user-condition related with cause unclear and not related to device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.